Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert), lot number c06522, insertion on (B)(4) 2014. Physician reported that device did not deploy. The outer coil on both was stretched out and the pet fibers were somewhat detached / shredded. Wheel is completely rolled back on both but it seems as if the catheter is not fully retracted. No injury occurred and no bilateral placement was achieved. The product technical complaint investigation and final assessment were received on (B)(6) 2014. The bayer reference number for the ptc report is: (B)(4) 2014. Final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper deployment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to "deployment difficulty." Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the microinsert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. As of (B)(6) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm the device breakage. Conclusion: the possibility of a deployment difficulty event during the procedure and the possibility of pieces of the delivery system or micro-insert breaking off are anticipated events. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue and usability issues. However, no adverse events have been reported at this point in time. No complaint sample was provided for further technical investigation. The batch documentation was reviewed by the rqu. The technical assessment concluded "unconfirmed quality defect". Since no adverse events were reported, no batch signal review for similar adverse events could be conducted. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed case report refers to a (B)(6) female patient who had an essure (fallopian tube occlusion insert) insertion attempt and the pet fibers were somewhat detached / shredded, interpreted as device breakage. Device breakage is a non-serious and listed event according to technical analysis. In this particular case, physician reported that device did not deploy (no bilateral placement was achieved). The outer coil on both was stretched out and the pet fibers were somewhat detached / shredded (complication of device insertion). Wheel is completely rolled back on both but it seems as if the catheter is not fully retracted. Based on the information received, and given the nature of the reported event a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the reported breakage. According to product technical complaint investigation results, the technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information was requested.

Manufacturer narrative:
Follow up information received on 06-apr-2015: letter undeliverable. Case closed. Company causality comment: this medically confirmed case reporte refers to a (B)(6) female patient who had an essure (fallopian tube occlusion insert) insertion attempt and the pet fibers were somewhat detached / shredded, interpreted as deviced breakage. Device breakage is a non-serious and listed event according to technical analysis. In this particular case, physician reported that device did not deploy (no bilateral placement was achieved). The outer coil on both was stretched out and the pet fibers were somewhat detached / shredded (complication of device insertion). Wheel is completely rolled back on both but it seems as if the catheter is not fully retracted. Based on the information received, and given the nature of the reported event a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the reported breakage. According to product technical complaint investigation results, the technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information could be obtained.